Event description:
Patient was admitted for a surgical removal of an l3-4 interbody graft and implantation of new hardware. The surgical count was correct. On the routine post operative x-ray to ascertain placement, a small retained foreign body was visualized. After further tests, the patient was returned to surgery for removal of a single 8x5 mm metal screw cap which was part of the breakaway portion of the implanted hardware.====================== health professional's impression======================unknown.